Manufacturer narrative:
It was reported while in use a suction canister imploded spilling biological contents on the floor. The suction canister was being used for in-line suctioning of a ventilated patient. No injury occurred to staff or patient. The canister was connected to standard wall suction; it is unknown what the pressure settings are for the wall suction unit. It is unknown if there was any visible damage or cracks to the canister prior to use. Canisters are stored in a storage room and remain stacked within the plastic sleeve they are shipped in until use. A sample was not returned. Root cause has not been determined, we cannot rule out incorrect storage by end-user. Due to the reported incident in an abundance of caution this medwatch is being filed. Device not returned.

Event description:
It was reported that a suction canister imploded during use.